Event description:
Date PICC placed. 7/5/22. Date of product experience. 7/5/22. Sku# 384539. Lot# not documented. Describe event. Midline inserted without difficulty. Later in the day leaking noted and there was a crack in the hub. Any harm to patient? Not mentioned in the incident report that was filed. If so, please describe. Was a new piv placed for completion of prescribed therapy? Was a new PICC placed for completion of prescribed therapy? Yes. Is product available for return? Yes.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue. CAPA 2021-039 was initiated to address this issue and is currently in the implementation phase. The CAPA will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Date PICC placed.(B)(6) 2022. Date of product experience.(B)(6) 2022. Sku# 384539. Lot# not documented. Describe event. Midline inserted without difficulty. Later in the day leaking noted and there was a crack in the hub. Any harm to patient? Not mentioned in the incident report that was filed. If so, please describe. Was a new piv placed for completion of prescribed therapy? Was a new PICC placed for completion of prescribed therapy? Yes. Is product available for return? Yes.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.